Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the helix could not be extended during the test that was done prior to the implant. It was further reported that the test was done with the rotation tool kit delivered with the lead and even after 20 turns, the helix did not extend. The test was performed several times. The lead was not used and returned. No patient complications have been reported as a result of this event.